Event description:
A 8mmx80mmx135cm mustang balloon made by boston scientific was used to perform angioplasty on the pt. The balloon ruptured circumferentially and tore in half. The balloon catheter and part of the balloon was removed without incident. However, the other part of the balloon had separated from the catheter and was left behind in the pt's arm. The pt was then taken to surgery to have the foreign body removed. The pt suffered no adverse effects and there were no complications from the surgery. The pt was discharged from hosp same day. Diagnosis or reason for use: venous stenosis.